Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received shocks and anti-tachycardia pacing (atp) for what appeared to be sinus tachycardia. Therapy exhaustion occurred in the ventricular tachycardia (vt) zone. Boston scientific technical services (ts) suggested reprogramming changes to the physician. Additional information indicates that no programming changes were made. This device remains in service as of this time. No adverse patient effects were reported.